Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available despite follow up attempts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. The physician believed the atrium of the patient was small and the physician deemed they were unable to finish the procedure with a farawave catheter despite already delivering lesions to each vein. The physician did not want to continue to finish the full lesion set with pfa in the inferior veins as the physician had difficulty stabilizing the catheter. The physician also noted mitral regurgitation of the patient made it difficult to navigate the device. The physician decided that it would be easier to finish the inferior vein lesion set and the posterior wall with radiofrequency instead of troubleshooting positioning and stabilization. Following the use of the farawave catheter and post mapping, a radiofrequency catheter was inserted. At this point, the faradrive sheath appeared to have drawn back air following the exchange. The physician then aspirated and replaced the sheath with a non-boston scientific sheath to complete the procedure with radiofrequency. No patient complications were reported. The sheath is not expected to be returned for laboratory analysis.